Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in an attempt to reload a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. As a result, technical support decided to replace the pump. In the meantime, the customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.